Event description:
It was reported that during an implant procedure it was suspected there was a problem with the "turning mechanism" of the right atrial (ra) lead. The screw turned out, however, the threshold of the ra lead was high. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5086 implantable pacing lead (B)(6) 2012. (B)(4).